Event description:
It was reported that the user experienced high blood glucose while using the ilet during dinner after announcing prior meals and recently changing to all new supplies; the user attributed the issue to the pump and requested a factory reset, which was not provided, and the user declined troubleshooting for a new supply change pending clinical follow-up. Symptoms included hyperglycemia with a fingerstick reading of 295 mg/dl. Outcomes included no reported injury, medical intervention, or hospitalization. Investigation included user interview and troubleshooting education offered for supply replacement using a new box. Investigation of this case revealed no confirmed device malfunction or component failure, and the cause of hyperglycemia remained undetermined given limited troubleshooting and no device evaluation. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive due to insufficient information and lack of device assessment. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.